Event description:
(B)(4). I had the procedure done in 2010. Months after I started and continuously have cramping everyday and mostly on the right side. I have a decreased libido and my menstrual cycles are crazy. At least once a year I have heavy bleeding and large blood clots that cause me to go to urgent care. I was prescribed sprintec birth control in order to control my cycles but by the looks of it I may need a hysterectomy. I am recently going on my 3rd week of bleeding and cramping. My provider never gave me real details on the complications of this device and ever since I have done this all my symptoms have been arising.